Event description:
It was reported during a trial procedure, a wet tap occurred. The physician decided to abort the trial procedure. No further info is available at this time.

Manufacturer narrative:
Sjm did receive the actual device for eval and the investigation did not reveal any anomalies, the device performed according to specifications. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.